Manufacturer narrative:
H3, h6) a medtronic representative went to the site to test the equipment. Testing revealed that there was an initializing collimator error. The collimator was replaced and blades were aligned. The rotor controller was also replaced and firmware upgraded. The collimator blades were cycle tested and filtered. All axis homes were reset and the system then performed as intended. The system then passed a system checkout. The collimator and rotor controller were returned to medtronic and are under analysis at the time of filing. D11 additional information) section d information references the main component of the system and other applicable components are: product ID: bi71000168, serial/lot #: rev. 1 : s/n (B)(6) product ID: bi71000444, serial/lot #: rev. 1 : s/n (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The procedure was completed utilizing c-arm to confirm screw placement. The cause of the issue was determined to be a collimator and controller failure.

Manufacturer narrative:
H3, h6) the returned collimator and rotor motion control were analyzed. Analysis of the returned collimator revealed that the motor wire was displaced from the wire guide. Mechanical damage was confirmed. Fdm 10, fdr 180 apply to this analysis. Analysis of the returned rotor motion control revealed that no failures were found. The rotor motion control was installed into a test system and the system booted and readied several times without issue. Fdm 10, fdr 213 apply to this analysis. Fdc 4307 still applies to the overall investigation as the cause can be traced to the collimator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was functioning as intended on the first spin. During the confirmation spin, it would not expose. They were able to perform the scout films, but not the 3d spin. The system was rebooted twice without resolution. The system would not boot past the "system initializing" phase. There was a less than 1 hour delay to the procedure and no impact to patient outcome as a result of this issue.